Manufacturer narrative:
The device got lost during shipment to physio-control. Physio has therefore not been able to evaluate the device. A cause of the reported issue could not be determined.  A replacement device will be provided to the customer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had powered off during use on a patient. After the device was powered back on, it would not recognize the connected paddles/electrodes and would therefore not deliver a defibrillation shock. A back-up device was then used to continue treatment; the patient survived.